Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant, this right ventricular lead dislodged. During subsequent surgical intervention, the leads position was corrected and secured. No resulting adverse patient effects and to date, this lead remains implanted and in service.